Manufacturer narrative:
.

Event description:
The pt reported that he had experienced increased pain over the last month. The pt stated that at his last refill the hcp pulled out 7 cc when there should have only been 2 cc left in the pump. The hcp was planning to do a revision or explant the pump due to the volume discrepancy. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.